Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that error icon display occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that at around 3-5am, the patient was feeling nauseous, confused, disorientated, shakiness, and she fell onto the floor. The patient checked her dexcom receiver and was receiving an unspecified error code (the patient could not recall the specific error code provided). There was no documentation of a bg meter value being taken at this time. The patient¿s wife called 911 while they were trying to get the patient some gummies and glucose tablets. Once emergency medical services (ems) arrived, the patient¿s bg meter reading was between 70-75 mg/dl and the patient was transported to the emergency room (ER). At the ER, the patient was treated with an unspecified medication for nausea. The patient was discharged from the ER after being there for less than 24 hours. It was reported the patient received a new dexcom receiver from his doctor¿s office. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.